Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. It was reported that during opening of the top cap, it was noted that the screw gear was cracked and partially detached. The more the top cap was opened, the more the handle got detached. The handle was manually repositioned to complete the procedure. No clinical sequelae were reported, and the patient is fine. The delivery system was returned and its evaluation has been completed. The backend rear handle with the thumb wheel section was returned broken and detached at the front end of the thumb wheel screwgear. The stent graft was deployed in the case and remains in the patient. There was a kink on the sheath, with corresponding kink on the inner member, at 70mm from the edge of the graft cover. The kink is most likely the result of the loose return packaging. The slider was retracted 25mm. The taper tip was not re-seated into the graft cover and it was extending out 28mm. The cause for the crack and eventual break/separation could not be determined.

Manufacturer narrative:
(B)(4).